Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced multiple episodes of hypoglycemia and hyperglycemia while using the device, associated with pre-treating and overtreating lows, inconsistent meal announcements, use of meal announcements to address hyperglycemia, and subsequent device-driven overcorrection of highs; blood glucose ranged from 39 mg/dl to 340 mg/dl, with lows lasting about 30 minutes and highs up to 8 hours, and oral glucose was used to treat lows. Symptoms included symptomatic hypoglycemia and hyperglycemia without loss of consciousness or diabetic ketoacidosis. Outcomes included temporary limitation of daily activities due to time spent outside of target glucose range without hospitalization or clinical intervention. Investigation included review of synced device logs and user interview with troubleshooting and education on meal announcements, hypoglycemia treatment, and correction behavior. Investigation of this case revealed user-related use error, including inappropriate pre-treatment and overtreatment of lows and use of meal entries as corrective actions, with device behavior consistent with design and algorithm function. It was concluded that the event resulted from user use error, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.